Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "olympus cf-ez1500dl/I operation manual 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system shows how to detect the event. Olympus cf-ez1500dl/I reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The following additional findings were also noted: bending angle in the left direction did not meet the standard value due to wear of the angle wire, and crack in the bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon inspection and testing of the customer¿s returned colonovideoscope, foreign material was found lodged in the nozzle of the device. The material was described as white in color, and mixed with plastic fibers. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during receipt inspection.